Event description:
The customer reports that during a laparoscopic cholecystectomy procedure, the first device jammed. On the second device, a piece to metal broke off and fell into the patient. The piece was retrieved. There was no patient consequence.